Manufacturer narrative:
(B)(4).

Event description:
The pt was having increased spasticity. There had been no volume discrepancy, alarms, or programming issues. The physician decided to do a cap (catheter access port) study. On (B)(6) 2011, the physician had some difficulty aspirating from the cap and possibly aspirated from .5ml to 1 ml of fluid. After the cap procedure, a priming bolus was done. Following this, the pt experienced an overdose with nausea, vomiting and weakness. The device system was used to deliver baclofen. Additional info has been requested. A follow-up report will be sent if additional info becomes available.